Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime low glucose while using the ilet, with awakenings nightly for approximately one month and a documented nadir of 42 mg/dl; the user also reported turning the device off overnight due to sleep disruption and observing larger insulin doses upon restart, and requested changes to insulin delivery frequency. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake, user counseling, and an offer for additional training and clinical follow-up. Investigation of this case revealed no confirmed device malfunction, with cause of hypoglycemia unclear and potential contribution from user-initiated device shutdowns and subsequent automated dosing behavior after restart. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.